Manufacturer narrative:
H6: problem code 1069 captures the reportable investigation finding of outer sheath detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath). H10: a fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath). There were three kinks identified in the inner member at the guidewire access sheath section. Functional evaluation was performed and revealed the stent could not be deployed using the delivery system as received as a result of the outer sheath detached/ broken from the proximal end of the gas section; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. No other issues with the stent and delivery system were noted. The damages noted with the returned device are consistent with the application of excessive force during use due to resistance encountered during procedure. This resistance was probably due to difficult patient anatomies, like the tortuous anatomy reported, resulting in the inability to deploy the stent. Taking all available information into consideration, the investigation concluded that it is possible that factors and/ or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record ((DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. E1: (initial reporter facility name and address) has been corrected based on additional information received on december 20, 2018.

Event description:
It was reported to boson scientific corporation that a wallflex biliary fully covered stent was to be used to treat a 4 cm fistula in the common biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent did not come out of the delivery system. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath section). H10 for full investigation details.

Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath). There were three kinks identified in the inner member at the guidewire access sheath section. Functional evaluation was performed and revealed the stent could not be deployed using the delivery system as received as a result of the outer sheath detached/ broken from the proximal end of the gas section; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. No other issues with the stent and delivery system were noted. The damages noted with the returned device are consistent with the application of excessive force during use due to resistance encountered during procedure. This resistance was probably due to difficult patient anatomies, like the tortuous anatomy reported, resulting in the inability to deploy the stent. Taking all available information into consideration, the investigation concluded that it is possible that factors and/ or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record ((DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boson scientific corporation that a wallflex biliary fully covered stent was to be used to treat a 4 cm fistula in the common biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent did not come out of the delivery system. The stent was removed from the patient fully covered by the outer sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath section).